Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital upon receiving diaphragmatic stimulation from the left ventricular lead; failure to capture was also noted on the lead. It was noted that programming modifications could not resolve the diaphragmatic stimulation. The lead was explanted and replaced successfully. The patient¿s condition before, during and post procedure was stable.